Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a compressor alert message. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, e1(event site email), e2, e3, g3, g4, g7, h2, h6(evaluation method codes), h10.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm found multiple error 77 enhanced compressor motor speed required. The stm replaced the compressor. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a compressor alert message. No patient harm, serious injury or adverse event was reported.